Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was stuck on the act fill tubing screen. She was not able to see on the screen the units of insulin filling the tubing. She just kept getting the fill tubing screen. Customer's blood glucose level was 136 mg/dl. The same issue continued after a battery change. The insulin pump sometimes hummed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No prime or fill anomaly was noted. All operating currents were within specification. The low reservoir alarm feature was programmed at 20 units. After delivering several boluses and with 20 units left on the display, the pump alarmed low reservoir. No low reservoir alarm anomalies were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.